Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study: it was reported that vessel dissection occurred. In (B)(6) 2018, the subject presented with unstable angina (braunwald classification iib). Prior to procedure, the subject was found to have elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (lcx) with 80% stenosis and was 35mm long with reference vessel diameter of 3.50mm. Pre-dilatation was attempted with a 2.75 x 30mm an nc quantum apex balloon catheter, however it was unsuccessful and the device was removed. A 3.0 x 10mm non-bsc balloon was used to pre-dilate the target lesion and the 3.50 x 48mm study stent was placed. Following post-dilation with two quantum apex balloons, 3.50 x 20mm and 4.0 x 15mm, a grade d dissection was noted. The dissection was treated with placement of 4.00 x 24mm synergy non study stent. Following post-dilatation, 0% residual stenosis with timi flow 3 was noted.

Manufacturer narrative:
Device is a combination product.

Event description:
Evolve 48 clinical study. It was reported that vessel dissection occurred. In (B)(6) 2018, the subject presented with unstable angina (braunwald classification iib). Prior to procedure, the subject was found to have elevated biomarkers indicative of ischemia and the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (lcx) with 80% stenosis and was 35mm long with reference vessel diameter of 3.50mm. Pre-dilatation was attempted with a 2.75 x 30mm an nc quantum apex balloon catheter, however it was unsuccessful and the device was removed. A 3.0 x 10mm non-bsc balloon was used to pre-dilate the target lesion and the 3.50 x 48mm study stent was placed. Following post-dilation with two quantum apex balloons, 3.50 x 20mm and 4.0 x 15mm, a grade d dissection was noted. The dissection was treated with placement of 4.00 x 24mm synergy non study stent. Following post-dilatation, 0% residual stenosis with timi flow 3 was noted. It was further reported that in (B)(6) 2018, post-nitrate acquisition revealed aortic dissection (grade d) which was sealed with 4.0 x 24 mm synergy non study stent placed from proximal ostium to overlapping the previously placed stent distally. In target vessel, entire stent was post-dilated with 3.5 x 20 mm nc quantum apex balloon and proximal region was post-dilated with 4.0 x 15 mm nc quantum apex balloon. In (B)(6) 2018, the patient was discharged on dual anti-platelet therapy.